Event description:
A peritoneal dialysis nurse reported a leak occurred during patient's treatment approximatley a month ago. The leak was coming from the cassette. Patient was given an unknown antibiotic prophylactically. Patient did not have any signs or symptoms of infection and his fluid has remained clear. Patient has switched to manuals since the leak and has been feeling well. Samples were discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.